Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. Device evaluation: the pump was returned assembled with driveline cut approximately 13.5 inches from the pump housing. The severed portion of driveline, measuring approximately 24 inches in length, was also returned. Continuity and high potential testing was performed on the 24 inches distal portion of lead, and did not identify any broken wires or breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 13.5 inches internal pump-end portion of the driveline did not reveal any discontinuities. The shielding and bionate were removed, and examination of the underlying wires revealed a breach in the insulation of the green, black, and brown wires, adjacent to the pump housing. Further examination of the remaining wires in this area revealed marks consistent with abrasion. The conductors of the green, black, and brown wires were exposed. The insulation breach of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the driveline in this area. There was no evidence of mechanical damage such as crushing or pinching. The insulation breaches of the green, black, and brown wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground when the device was supported by the power module. This short would have caused the reported low speed and pump stop events. The observed wire compromises also had the potential to interrupt pump function as a result of a phase to phase short if the exposed conductors contacted each other or made simultaneous contact with the braided shield while the device was supported by batteries. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The patient reported a low speed alarm from the system controller while connected to the power module. When the patient was seen in clinic the next day, the system controller history showed multiple pump stoppages. The patient was asymptomatic. The system controller log file was submitted to the manufacturer's technical services who confirmed the reported events. X-rays images were reviewed and no obvious areas of concern were noted. On (B)(6) 2016, the patient underwent a pump exchange via subcostal incision off cardiopulmonary bypass. No further information was provided.